Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the supplier for repair. The work order indicates: the distal is damaged and the tube is dented, therefore this scope needs to be re-fibered at this time. Distal tip damaged-bent and dented. Objective damaged. Optics damaged-cloudy/foggy. Internal scope cleaning. Replace objective. Replace objective window. Replace rod lens. Replace tubes and fiber optics. The damaged tube, distal tip, distal, objective and optics could possibly be due to user mishandling, however we cannot make a definitive determination of root cause with the information provided. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that the facility went through each scope to inspect them as they thought they would use another company and will stay with mitek but they found six arthroscopes to be scratched during their inspection. There was no case involved and hence no patient harm was reported. This is all the information the sales rep has at this time.